Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted and investigation will be based on document review. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The device could not be deflated for removal. The urology team was requested but could not remove the catheter. The patient was taken for ultrasonography with resulting surgical removal. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device could not be deflated for removal. The urology team was requested but could not remove the catheter. The patient was taken for ultrasonography with resulting surgical removal. The patient's condition was reported as unknown at this time.